Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, air ingress occurred into the clip introducer. Resistance was felt while insertion of clip introducer into steerable guide catheter. The introducer was subsequently withdrawn, and the aspirated air was evacuated. Recurrent air ingress was observed later in the procedure. Following this, the clip was successfully implanted, and the procedure was concluded. Post-procedure, the mitral regurgitation (mr) was reduced to grade 1. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated. The returned device analysis confirmed the reported leak from the clip introducer and did not confirm the reported difficult insertion. Additionally, the clip introducer silicone valve was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the observed clip introducer leak is due to the torn clip introducer silicone valve. Causes for the reported difficult insertion and observed torn clip introducer silicone valve could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, air ingress occurred into the clip introducer. Resistance was felt while insertion of clip introducer into steerable guide catheter. The introducer was subsequently withdrawn, and the aspirated air was evacuated. Recurrent air ingress was observed later in the procedure. Following this, the clip was successfully implanted, and the procedure was concluded. Post-procedure, the mitral regurgitation (mr) was reduced to grade 1. There was no clinically significant delay or adverse patient effects. No additional information was provided.